Event description:
Complainant alleged that during a patient set up (patient age and gender unknown), there was no screen display upon device power-up. There was no indication from the complainant of any adverse effect on the patient as a result of the reported malfunction.